Manufacturer narrative:
H3: one device was returned for repair with complaint the device has ripped downstream occlusion sensor (dso) seal. No applicable service history was found. Complaint was confirmed with visual inspection and functional testing. Replaced dso seal. Upon further investigation, found upstream occlusion (uso) seal buckling. Replaced uso seal. Device failed occlusion tests. Replaced uso sensor and dso sensor. Latch lock sensor was damaged and replaced. Device passed all testing criteria post repair.

Event description:
It was reported that the device has ripped downstream occlusion sensor (dso) seal, device alerts motor service due. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.